Event description:
It was reported that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue. There was no reported adverse impact to the customer's blood glucose level. Additionally, a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.